Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a customer with a new ilet pump experienced a charging issue in which the pump¿s indicator blinked green when placed on the wireless charging pad, and the issue persisted across multiple power outlets prior to training initiation. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no hospitalization. Investigation included customer support troubleshooting and education and verification of shipping information, followed by replacement of the charging pad. Investigation of this case revealed a suspected malfunction of the charging accessory consistent with a charger not charging as intended. It was concluded, based on previously established findings for similar reports, that the cause was likely an accessory malfunction.